Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead have exhibited fluctuating pacing impedance measurements from 400 to 1000 ohms. An x-ray was performed with no significant findings, however the physician suspected a lead issue. Noise on the right atrial (ra) channel was also observed. At this time the physician is opting to continue monitoring the patient with three month follow up visits. The ICD, rv and ra leads remain in service and no adverse patient effects have been reported.